Manufacturer narrative:
(B)(4). After battery installation, the unit displayed a critical pump error (open book image) due to mold inside the battery connectors. The back of the lcd screen as well as the internal battery were wet as the boards were being taken out of the case. Unable to perform the displacement and self tests due to the critical pump error. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.